Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased from 3 to 2 years in 7 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased from 3 to 2 years in 7 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased from 3 to 2 years in 7 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased from 3 to 2 years in 7 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased from 3 to 2 years in 7 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.